Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No software anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist¿s handheld device was stuck on the blue screen. Multiple hard resets were performed and the battery and flashcard were reseated; however, the issue did not resolve. A hard reset eventually allowed the neurologist to move past the blue screen to the screen alignment screen, but the handheld device would not respond to the stylus in order to complete the screen alignment. The neurologist confirmed that the lock button was not engaged. The handheld device was returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.